Event description:
It was reported that during a da vinci-assisted cholecystectomy surgical procedure, the instrument on the universal surgical manipulator (usm) 4 of the patient side cart (psc) was stuck and could not be removed from the usm. Prior to calling intuitive surgical, inc. (Isi) technical support, the customer tried to pry the instrument release tabs through the opening behind the tabs with no success. The customer was unable to perform any more troubleshooting at the time of the call and elected to move the usm away from the patient. The customer would attempt to remove the instrument from the usm after the procedure was completed. The customer continued with the procedure using three usms. There was no patient harm. Isi made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the claim against the product by the customer noting the instrument on the patient side cart (psc) was stuck, an investigation was completed to determine the cause of this reported event. The reported event was addressed with phone support. The field service engineer contacted the robotics coordinator who confirmed they are no longer experiencing issues. No site visit was conducted. The system was working properly, and no additional action was required as the issue was resolved. The probable root cause of the alleged instrument on arm was stuck and unable to remove cannot be determined based on the information provided and phone support details. The phone support details did not reveal any issues related to the customer reported event. This complaint is considered a reportable event due to the following conclusion: a universal surgical manipulator (usm) was abandoned after the start of the procedure and the surgeon was able to continue with the procedure robotically using 3 usms. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur. System unavailability after start of a surgical procedure could lead to the procedure to be converted/aborted and may lead to an injury due to the patient's inability to tolerate a conversion/abortion.